Event description:
Reportedly, during fluoroscopy and while the pt had a balloon catheter inserted and inflated, the hard disk in the video subassembly of the system failed and imaging of the catheter in the pt was no longer possible and as a result, the pt had to be moved to another lab to have the procedure completed. No injuries and no impact on the pre-existing condition of the pt were reported as a result of this event.